Event description:
End user, alleged that the chair locks on its own even when someone is not in the chair. Also stated that even when she lifts just a little bit it will lock. Also, the battery does not stay full long. She will take off charger and go to the living room and it will be almost out of battery.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp. The owners manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer alleges that the chair locks on its' own and the battery loses power very quickly.